Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc determined that the reported event may have been caused by a fv wire break or short circuit failure in the electrical signal line of the ccd unit. This failure may have been caused by a variety of causes, including: -the ccd cable between the connector wiring unit and the ccd transmission unit at the distal end of the endoscope was broken. It may have been caused by stress from excessive bending or pulling on the insertion section and universal cord. -contact failure between cables in the wiring part of the connector board occurred. There is possibility that a short circuit was likely to occur due to a wiring error in the connector board. -short circuit failure occurred due to dielectric breakdown inside the ccd. It is electrostatic breakdown due to overcurrent and may have been caused by the following handling by the user facility. ·static electricity was applied because the system ground wire was not connected. ·overcurrent flowed by inserting and removing the scope connector while the system was turned on. ·a short circuit occurred due to dirt or moisture adhering to the connector contact. In addition, omsc confirmed that the ccd lens had peeled off from the inspection result of the device by olympus guangzhou industrial co., ltd.. Omsc determined that the adhesive part of the ccd lens was partially peeled off due to the overheating of the ccd when the image defect occurred. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to ogz for evaluation. The evaluation of the device by ogz confirmed the following; -a shadow was displayed on the endoscopic image due to the ccd unit defect. -oaz inspected the appearance and found that the bending section rubber was scratched and the adhesive at the distal end had peeled off. -there were no significant defects in the ccd lens, insertion section, or bending tube. -the reported event appeared to be caused by defect of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the monitor screen went black. There was no report of patient injury associated with the event.